Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Ventricular pacing went from less than 10% to close to 100% per day around (B)(6) 2010. The cause is unknown.

Event description:
It was reported that patient had asystole episodes during anti-tachycardia pacing [atp]. There was also undersensing and suspected crosstalk and it was determined that there were ventricular paces below the pacing threshold that resulted in no capture. The device was reprogrammed to deactivate atp and it remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.